Event description:
Consumer called to report getting readings that are too high vs. Lab readings. Analysis run on consensus error grid (ceg) using lab readings (98) as reference point vs. Bd readings (194) yielded some data points in the c range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.